Event description:
Our territory manager was called to this facility to conduct an in-service on this device. He instructed the staff on how to assemble and load the falope-ring band. He was called away from the operating room. The surgeon continued with the case. When he deployed the first band, it cut the tube. He deployed the second band and it cut the second tube. Both fallopian tubes required cautery to seal them. The procedure was continued with no patient harm.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.